Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a male patient who had shunt malfunction, drowsiness and urinary incontinence during the use of chpv shunt (codman hakim programmable valve ID 823148) for post traumatic hydrocephalus. "On (B)(6) 2026, the patient was implanted with chpv shunt (codman hakim programmable valve) medical device. On an unknown date, the patient improved dramatically and started using his vehicle for work. He presented with progressive drowsiness (somnolence) and urinary incontinence consistent with hydrocephalus on may end. The pressure was set at 70 mm which was reprogrammed to 50. On subsequent day he deteriorated and explored his ventricular and abdominal end after disconnecting from chamber, which showed patent abdominal and ventricular catheters with suspected chamber malfunction (shunt malfunction). Multiple ip admissions and progressive deterioration had caused serious concern from patient side and to us too." The patient was supported with programmer to adjust the pressure and thereby reduce the hydrocephalus. The pressure was adjusted and verified with xray even though the hydrocephalus persists to the patient and did open cranial end and verify. It was concluded that shunt was malfunctioning.